Manufacturer narrative:
Date of event: (B)(6). Date of report: 17aug2019. After numerous attempts to obtain information on the patient and the repair the complaint was closed. If the further information is obtained this complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the nav-ring was inoperative. It is unknown if the device was in use at the time of the event.